Manufacturer narrative:
(B)(4): a f/u report will be submitted once the investigation is complete.

Event description:
It was reported by the customer that the defibrillator board is broken. There was no report of patient involvement.